Event description:
Nitrile gloves. I have a latex allergy. I went to the doctor today and they had to draw bloodwork. They now use the blue nitrile gloves and blue band when drawing for labs. They usually use the clear plastic ones because of my allergy. I got home and started itching. I washed off my arms and hand with soap and had to apply liquid benadryl. I noticed a lot of people online have allergic reactions to this nitrile in the gloves. Please recall these gloves and go back to plastic ones. And to stop the production of latex items as well. Thank you.